Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. Customer changed out the cartridge and infusion set tubing, but still did not see insulin dripping out of the tubing. While troubleshooting with tandem technical support, customer performed the fill tubing step and observed insulin dripping out of the end of the tubing. Customer reported an elevated blood glucose level of 270(mg/dl), but declined to state how their high bg level would be treated.